Event description:
Customer reported ¿lipid tubing got hole in it directly under the part of the tubing that sticks in the top of the cassette" (presumed to mean the pump segment). No patient harm reported. Information on received IV lipid bag: fat emulsion 20%, dose=1.73 gm/kg; amount/day=35.2 gm; rate 8 ml/hr for 22 hours, total volume 176 ml.

Manufacturer narrative:
The customer¿s report of a ¿hole¿ in the tubing was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing was performed and there was no evidence of a hole during gravity flow. The set was loaded into a test pump module and programmed for an 8ml/hr dyed blue water pump infusion. The infusion ran to completion without any pump alarms or visible signs of defective tubing. The root cause could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.